Event description:
It was reported that the customer's insulin pump alarmed motor error and was vibrating. Customer's blood glucose was not known. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm tests. The motor was tested outside of the device and passed. No motor error alarm or vibration anomaly was noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, cracked case near the display window corners and a stained end cap sticker.